Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out with the device and did not deploy in the patient during use. The physician performed a suture 8 at the access site, and the case was finished successfully. There was no reported patient injury. The event occurred during an ablation procedure with three access sites, and one device became defective. All steps were followed per the instructions for use (IFU). The user was trained to the device. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot f2535304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control instructions for use (IFU), step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out with the device and did not deploy in the patient during use. The physician performed a suture 8 at the access site, and the case was finished successfully. There was no reported patient injury. The event occurred during an ablation procedure with three access sites, and one device became defective. All steps were followed per the instructions for use (IFU). The user was trained to the device. The device will be returned for evaluation.